Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was being prepared for use in the esophagus during a gastrointestinal (gi) tract dilation procedure to be performed on (B)(6) 2024. During preparation, the balloon was checked by filling it with saline wherein it was leaking and could not hold a stable pressure. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was being prepared for use in the esophagus during a gastrointestinal (gi) tract dilation procedure to be performed on (B)(6) 2024. During preparation, the balloon was checked by filling it with saline wherein it was leaking and could not hold a stable pressure. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.

Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in the esophagus. Block h11: investigation results. The returned cre wireguided dilatation balloon was analyzed, and a visual inspection found no damages to the device. Functional inspection was performed, and the balloon was able to be inflated without any problem; however, it was not able to hold the pressure due to it had pinhole in the balloon which produces a leak located approximately at 20 mm from the tip of the device. Microscopic inspection confirmed the balloon pinhole. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon leak was confirmed. The pinhole found is likely to have occurred due to procedural factors such as excess of pressure, interaction with other devices. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have caused the problem found on the balloon. Therefore, the most probable root cause is an adverse event related to procedure. A labeling review was performed, and from the information available, this device was not used per the instructions for use (IFU)/product label. Precaution: do not preinflate, pretest balloon, or attempt to refold balloon into protective sleeve. However, it was reported that the balloon was pre-inflated.